Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator (eri). Upon interrogation, it was determined that this device was displaying extended charge time behavior, which may be an indication of an out of specification condition. A boston scientific representative reported that there were no allegations of premature battery depletion and a device replacement has not yet been scheduled. Upon explant the device will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance. This device is included in the mid-life display of replacement indicators (november 27, 2007) advisory population.

Manufacturer narrative:
The device remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Boston scientific received information that this device was explanted at a later date. No adverse patient effects were reported.

Manufacturer narrative:
The device was explanted and returned for analysis. No further information is available. This report will be updated if more information becomes available.